Manufacturer narrative:
The device did not return to olympus for inspection a root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced no image. This issue occurred during set up. There were no reports of patient involvement.